Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Pump trace download analysis confirmed the power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the alarm could not be cleared. The product will be returned.